Manufacturer narrative:
Device evaluated by MFR.: p elite ous mr 24 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85-95% stenosed target lesion was located in the severely tortuous and non-calcified left circumflex artery. A 24 x 2.25mm promus elite drug-eluting stent was advanced but unable to cross the lesion. It was noted that the shaft got kinked and broke. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. It was further reported that the break occurred around 50-60cm from the hub and was completely removed from the patient's body.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85-95% stenosed target lesion was located in the severely tortuous and non-calcified target lesion was located in the left circumflex artery. A 24 x 2.25mm promus elite mr drug-eluting stent was advanced but unable to cross the lesion. It was noted that the shaft kinked and broke. The procedure was completed wth a different device. No patient complications were reported and patient status was stable. It was further reported that the break occurred around 50-60cm from the hub and was completely removed from the patient's body.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85-95% stenosed target lesion was located in the severely tortuous and non-calcified left circumflex artery. A 24 x 2.25mm promus elite drug-eluting stent was advanced but unable to cross the lesion. It was noted that the shaft got kinked and broke. The procedure was completed wth a different device. No patient complications were reported and patient's status was stable.